Event description:
The MFR rec'd an explanted infusion pump from a mortuary with documentation that the pt expired. The cause of death was not reported. The returned pump was programmed to deliver morphine 50mg/ml at 30mg/day. Bupivicaine 10mg/ml at 6mg/day, and clonidine 0.2mg/ml at 0.1199mg/day via simple continuous infusion. Add'l info has been requested from the health care provider and a f/u report will be sent if new info is rec'd.

Manufacturer narrative:
The device has been returned to the MFR for analysis and the results are incomplete at the time of this report. A f/u report will be sent when the analysis results are complete.